Event description:
It was reported the customer's insulin pump had no delivery alarms. The customer stated the alarm has occurred three different times in the past year. Customer also stated the alarms occurred during basal deliveries. The customer blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)